Manufacturer narrative:
The process step was during testing. There was no patient involvement. H10: the device was received for evaluation. During functional testing, the device displayed a white screen. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the processor printed circuit board (pcb) failure. The processor pcb requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a blank/ white screen. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.